Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had stored episodes of nonsustained oversensing due to post-paced t-wave oversensing. Programming changes were made.